Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the tubing was left clamped, but the pump module allegedly did not alarm for occlusion. There was patient involvement but no harm. Bd received additional information. It was reported that "the pump was running isolyte as a primary infusion. The rn set the pump to run a bolus. It was counting down the fluid like it was being given, but the line was clamped on the patient side of the channel. There was no patient harm, but the bolus did not run. The nurse switched channels and then it ran as expected." No further information was provided and although requested, the customer did not return the devices for investigation.

Event description:
It was reported that the tubing was left clamped, but the pump module allegedly did not alarm for occlusion. There was patient involvement but no harm. Bd received additional information. It was reported that "the pump was running isolyte as a primary infusion. The rn set the pump to run a bolus. It was counting down the fluid like it was being given, but the line was clamped on the patient side of the channel. There was no patient harm, but the bolus did not run. The nurse switched channels and then it ran as expected." No further information was provided and although requested, the customer did not return the devices for investigation.

Manufacturer narrative:
Correction: PMA / 510(k)# annex b: b21. Annex c: c21. Annex d: d16. Additional information: device eval by manufacturer? Annex a: a1801. Annex g: g02017. Annex b: b01. Annex c: c23. Annex d: d11. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that suspect pump module failed to alarm for occlusion was not confirmed or replicated during laboratory testing. ¿ a review of the suspect pump module error log showed no error occurred on the reported date of 16dec2024. ¿ a review of the suspect pump module event log observed that the module was powered on at 12:47 pm on 16dec2024 to pcu s/n (B)(6). ¿ at 12:48 pm a safety clamp alarm occurred with a duration of 2 seconds, the suspect pump module was selected and then the system alarmed for operator walkaway. ¿ at 12:50 pm the suspect pump module was selected, and a flat infusion was programmed and started at a rate of 75 ml/h and a volume to be infused (vtbi) of 1000ml. ¿ at 12:54 pm the running infusion was reprogrammed, and the rate was changed to 125 ml/hr. The vtbi was set at 1000ml. ¿ at 1:17 pm the running infusion was reprogrammed, and the rate was changed to 999 ml/h and the vtbi was changed to 500ml. ¿ at 1:30 the suspect pump module was channeled off. ¿ results of testing performed on the suspect pump module following the pressure sensor malfunction product analysis procedure found the suspect pump module operating in specification. ¿ the suspect pump module was set for a test infusion (rate of 500 ml/h, vtbi of 1000 ml). The test finished without alarming for patient side or bottle side occlusion. ¿ voltages for bottle side and patient side pressure sensors were within specification when zero force and full force was applied. ¿ occlusion tests were performed on the patient side and bottle side sensors to ensure the system detects occlusions within specifications, as it was reported that the clamp was found closed without triggering any alarm. Patient side occlusion and bottle side occlusion tests were carried out in the alaris system maintenance (asm), all of which passed successfully. ¿ external and internal inspection were performed. No obvious issues were observed during internal or external inspection that could explain the reported failure to alarm. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Repair center should follow their normal processing of the device looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any third-party parts found. Root cause: the root cause of the reported suspect pump module failed to alarm for occlusion was not determined. Testing found the suspect pump module to be operating as expected. Note that imdrf annex a1801, c23, d11, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.